Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 1.5 years postop the initial implant, a revision on this patient's r shoulder was completed due to an infection. The device will not return due to facility policy.

Event description:
As reported, approximately 1.5 years postop the initial implant, a revision on this patient's r shoulder was completed due to an infection. The device will not return due to facility policy. There was a 1-15 minute delay reported; however, there were no effects to the patient. The patient's condition after leaving the operating room was good and he did not have any post-operative problems.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 1.5 years postop the initial implant, a revision on this patient's r shoulder was completed due to an infection. The device will not return due to facility policy. There was a 1-15 minute delay reported; however, there were no effects to the patient. The patient's condition after leaving the operating room was good and he did not have any post-operative problems.